Event description:
Customer claimed that a trocar tested prior to surgery "failed to retract as it should have" co quality assurance was not able to duplicate the alleged failure-device retracted 100 times and conformed to all specs. The failure was likely technique related. Co believes in-svc of hosp personnel will prevent this type of confusion from recurrence.